Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.the customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech has error on 8100 unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech get error 211.2000 on 8100 unit which has to do with the logic board on unit. He is get a unspecified communication error, second 8100 unit he is ail error which has to do with the pressure sensor needs to be replace and it is ok to replace them both at the same time, but they don't have to. Tech thank me for my assist.